Event description:
It was reported, the patient's scs ipg was explanted and replaced with a different model as the patient did not use the device for about 6 months. Reportedly, the patient has effective therapy postoperatively.

Manufacturer narrative:
(B)(4).